Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. The pulse generator exhibited stored diagnostics information had been cleared due to invalid data. The invalid data points were removed and the device resumed normal functionality. The patient would continue to be monitored through follow-up.

Manufacturer narrative:
.

Event description:
New information noted that stored information could not be accessed because the diagnostics anomaly had reoccurred. The invalid data points were cleared and the device resumed normal functionality. The cause of the diagnostics anomaly was thought to be due to electromagnetic interference at the patients place of work. The patient was instructed to avoid the source. Patient monitoring would continue.